Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code. It was determined during analysis that the display wires were pinched with wire exposed. Analysis also noted that the hanger assembly was cracked, upper case was cracked, the encoder assembly and three knobs were contaminated, and lower case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error message after being turned on. It was noted that the error message was unable to be cleared. The epg was returned to service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.